Event description:
It was reported that the patient was admitted with a bacterial urinary tract infection (uti) on (B)(6) 2024. They were treated with drug therapy only. The cause was due to patient condition and complexities of medical management. The patient was reported to have undergone 1 week of dialysis due to renal dysfunction beginning on (B)(6) 2024. Their maximum creatinine levels were 3.33 mg/dl. The patient received drug therapy as a treatment.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm)3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remained ongoing on hm3 lvas, serial number (B)(6) until they ultimately expired on 06aug2024 as reported under MFR #: 2916596-2024-05397. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. The IFU lists potential adverse events, including renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The renal dysfunction was unrelated to the uti on (B)(6) 2024. It was noted that the renal dysfunction was most likely due to a reduction in medication dosage. Antihypertensive medications were reduced, diuretics were increased, and ecum (extracorporeal ultrafiltration method) was performed. Urine output gradually improved over time, and renal function also improved.